Event description:
It was reported that after a da vinci-assisted surgical procedure, user noticed that the fenestrated bipolar forceps instrument had a frayed cable. The procedure was completed as planned with no reported injury. The user continued with the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information: the nurse confirmed that arcing was not observed during the prior procedure. There was no patient injury during or after the previous procedure. Patient information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test.